Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Two sealed 24g insyte autoguard bc units from lot #4312504 were provided for investigation. A functional test revealed that the retraction time of one needle exceeded the 1.5 second specification. The retraction time appeared to be associated with the amount or location of the gel that was present between the needle hub and the grip. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: product concern customer stated this case of catheters is a safety hazard the flash chamber to retract the needle is not working properly it is very slow to the point the nurse has to pull out the needle as it retracts very slowly entire first box is defective tue (B)(6) 2025 8:06 am. This event first occurred 2/6-7. No injury or harm occurred to a patient. This product has a delayed retraction of the needle when placing the IV catheter. It takes additional time for the needle to retract into the safety holder once the patient has been stuck. This poses risk for injury to staff such as accidental needle stick. No injury has occurred although safety is a concern.